Event description:
It was reported that pump displayed malfunction alarm and could not be reset, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it using pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.